Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that during an elective ipg replacement surgery, the patient's lead tested for high impedance. As a result, the lead was replaced. Patient has effective therapy post op.